Event description:
It was reported that device damage, device failure to seal, and thrombosis occurred. In november 2023 a left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). During a post procedural transesophageal echocardiogram (tee) damage to the medial aspect of the closure device near the apex of the laa was identified. A peri-device leak measuring 3 to 5mm and a thrombus at the distal portion of the laa were also present. The patient will undergo continued physician monitoring and a repeat tee in the future.

Event description:
It was reported that device damage, device failure to seal, and thrombosis occurred. In november 2023 a left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). During a post procedural transesophageal echocardiogram (tee) damage to the medial aspect of the closure device near the apex of the laa was identified. A peri-device leak measuring 3 to 5mm and a thrombus at the distal portion of the laa were also present. The patient will undergo continued physician monitoring and a repeat tee in the future. It was further reported thrombus was inside the device. There was no fracture of the device.